Event description:
Procedure: aortic valve replacement. According to the reporter: the surgeon went back in 10 months post operatively to check on a tissue aorta valve replacement. When he checked on the valve he noticed that the suture that he used fractured and started to unravel which caused the valve to unseat and started to leak. Which were causing the pt to have post operative complications, like kidney failure and other issues. After they replaced the valve the pt started to get better kidney function.

Manufacturer narrative:
(B)(4).